Manufacturer narrative:
The investigation into a low pump flow and thrombus has been completed. The returned product showed biomaterial in the inlet and on the impeller. There were no other noted physical abnormalities with the pump. The data logs show a motor current spike followed by a drop in flow levels from about 3.1l/min to 1.5l/min. The root cause of the low pump flow was determined to be due to biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23619. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing. H6 code 4614 and 4641 were reported incorrectly.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and during the swan placement, there was a spike in the motor current and a drop in flows. It was found that a clot was ingested. The pump was removed. The patient survived the event.